Manufacturer narrative:
Adult patient. The customer¿s report that the tubing set leaked was confirmed. Visual inspection of the set noted a scraped cut on the tubing approximately 25 1/2 inches above the lowest smartsite port. No other obvious damage was observed. Functional testing confirmed leaking from the cut. The cause of the leak was due to a scraped cut on the tubing component. The root cause of the cut was not identified.

Event description:
It was reported that during a gravity infusion of sodium chloride 0.9% the tubing set leaked at the distal end of the tubing. The customer further stated that there were no adverse effects caused to the adult patient from the event.